Manufacturer narrative:
(B)(4). On (B)(4) 012, the following additional information was provided by a nurse. On (B)(6) 2012, treatment with ceftazidime ip 1g/day ended. On (B)(6) 2013, oral treatment with ciprofloxacin 250 mg 8/8h ended. On (B)(6) 2013, the patient recovered from the event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, the lot number was unknown and the user did not describe any types of use errors or other issues that might have caused potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for pseudomonas aeruginosa in a patient coincident with physioneal 40 2.27% and extraneal therapies for peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient began continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the patient was hospitalized for peritonitis manifested by nausea, vomiting, abdominal pain and cloudy effluent. The root cause of the bacterial peritonitis was not reported. On (B)(6) 2012, ceftazidime (1 g/day intra-peritoneally (ip)), vancomycin (2 g/day ip) and meropenem (500 mg/day intravenously (IV)) were administered for the peritonitis. On (B)(6) 2012, the vancomycin was discontinued. On (B)(6) 2012, vancomycin (2 g) (according to serum levels) ip, was administered. On (B)(6) 2012, therapy with vancomycin, ip and meropenem, IV were suspended. On (B)(6) 2012, meropenem (1 g/day ip) was administered and the patient was discharged from the hospital. On (B)(6) 2012, meropenem, ip was discontinued and oral therapy with ciprofloxacin (1 g/day, orally) was initiated for the peritonitis. On (B)(6) 2012, the patient recovered from the peritonitis and oral therapy with ciprofloxacin was discontinued. Pd therapy was ongoing. The nurse reported the bacterial peritonitis was not related to the pd solutions.